Event description:
The customer reported that high tension (ht) tank necessary for the generation of images using x-ray became defective and needed replacement.

Manufacturer narrative:
(B)(4). The field service engineer replaced the high tension tank. This solved the problem.